Event description:
Rn reports upon patient being brought down to cath lab from nursing unit it was noted upon hooking patient up that the IV tubing was found to be leaking at one of the backflow valves. IV tubing removed from patient and new IV set placed with fluids to patient. IV tubing retained for risk management.